Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the device would not generate energy. The operator changed out the unit and the issue remained. The operator then converted to open harvest to remove the vein. There was no bleeding or injury to the patient; however, terumo considers conversion to open leg surgery a reportable event. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow -up report when the investigation is complete and more info becomes available. For this reason, terumo references eval codes. (B)(4).